Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed power error alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. Insulin pump was received with scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer blood glucose reading was 183 mg/dl. Troubleshoot was performed. Customer stated the internal power source was unable to charge. Customer was advised to clear the alarm. Customer stated the alarm occurred during normal use. Insulin pump will be returning for analysis.